Event description:
Manifolds from smiths medical are not compatible with catheter luer hubs.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated MFR report number is 9616099-2009-00876. The product is available but has not been received as of the initial report. Additional info will be submitted within 30 days of receipt.